Manufacturer narrative:
Patient information requested but not provide. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing separated during use.